Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot#: 0bv2g60 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
The customer stated that while performing the control test they inserted a test strip in the meter and applied the control solution directly from the bottle to the strip. As per the contour next control solution user guide, "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that they ran a control test at 5:29 p.m. On their contour next one meter and obtained a reading of 222 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were performed, which were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.